Event description:
It was reported that the patient's right ventricular (rv) lead had high and unstable thresholds. The lead was reprogrammed and remains in use. Additionally, the patient's ipg had loss of capture during dialysis and variable capture for over a year. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).